Manufacturer narrative:
Mml reference: (B)(4). B2-other: discomfort/ relocation.

Event description:
It was reported that the implantable pulse generator (ipg) was placed at the midline, which caused discomfort and prevented it from fully settling into place. Reportedly, the patient was seeing improvement with the therapy. The patient underwent surgery to move the ipg to a more lateral location without complications. There was no report of patient harm or injury. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The manufacturing records were reviewed, and no relevant non-conformance's were found to be associated with the device. The device remains implanted and functional.